Manufacturer narrative:
Event date: please note that this date is based off the date of publication of the article as the actual event date was not provided.

Event description:
Chen, t., mirzadeh, z., chapple, k., lambert, m., ponce, f.a. Complication rates, lengths of stay, and readmission rates in "awake" and "asleep" deep brain simulation. Journal of neurosurgery. 2016:1-10. Doi: 10.3171/2016.6.jns152946. Summary: as the number of deep brain stimulation (dbs) procedures performed under general anesthesia ("asleep" dbs) increases, it is more important to assess the rates of adverse events, inpatient lengths of stay (los), and 30-day readmission rates in patients undergoing these procedures compared with those in patients undergoing traditional "awake" dbs without general anesthesia. Reported event: one (B)(6) male patient with bilateral deep brain stimulation (dbs) for parkinson's disease (pd) experienced a hardware-related infection. Purulence developed at the implantable neurostimulator (ins) site at the time of presentation. Wound cultures grew (B)(6). The patient required complete explantation despite attempts to salvage the dbs system. There was no specific device information provided in the article.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.